Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail user on 8/12/1997. After 5 days, he sought medical treatment for an infection at the ear piercing site. He was given IV-antibiotics.